Event description:
It was reported that the medicine liquid did not flow during priming. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - MFR establishment name: corrected. H3 and h6 codes: updated. One used device was returned for investigation. The visual inspection was performed and there was no damage or anomalies were observed. During the functional testing, flow was observed not to make it into the needle of the set. In attempts to better visualize the source of occlusion the set was cut open at the base of the tube needle bond. A solvent membrane was observed in the inner diameter of the needle. The complaint of medicine liquid not flowing can be confirmed. The probable cause is due to an errant solvent application error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.